Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed sores, resembling bedsores, on the side of her breast. Patient reported an allergy to something in the device. The patient's wounds were treated by physician on a visit to hospital for unrelated issue. The patient reported that the sores have since healed.